Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One-day postoperatively the patient presented with diffuse lamellar keratitis (dlk) in the left eye (os). A flap lift and rinse was performed. The patient's preoperative bcva was 20/20 os; postoperative is currently 20/20. The patient responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
A field service engineer inspected the laser, made adjustments and performed preventative maintenance. Upon departure of each visit, the laser met specifications and performed as intended. An intralase clinical applications specialist (cas) visited the surgical facility 10/10/06- 10/12/2006. As part of the investigation, the cas assessed the physician's laser settings, surgical techniques, and sterility processes to determine possible root cause(s). The cas noted that the inflammation was occurring more superiorly around the hinge area. The cas provided the physician with recommendations on improving surgical technique and optimizing laser settings. Recommendations were implemented and improvements were observed.